Event description:
A female pt had a mr procedure performed with the torso xl coil. She was scanned with the head first into the magnet and was sedated. The mr coil and cables were only separated from the pt by a sheet. A second degree burn appeared immediately after the examination of the right outer leg above the knee. The 2nd degree burn with blister was 5 x 6 cm on the right leg.